Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log (ehl) was reviewed and there are no errors related to the customer complaint. Review indicated that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The interconnect board was replaced to correct the issue. The service history review shows the customer reported the primary audible alarm event. The device passed all functional testing after repair.

Event description:
It was reported that a frequent primary audible alarm occurred during the infusion. There was no patient harm or adverse event.